Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient previously implanted with a screw using a driver in a plif and hardware removal for an unknown spinal indication. It was reported that while taking out a screw, the driver snapped off inside the tulip head of the screw. There were no patient symptoms or complications as a result of this event. The reported product was already used multiple times previously. No further complications were reported/ anticipated.

Manufacturer narrative:
D4: lot# updated post analysis h3: product analysis part# 5480004v ; lot# k23e3092- visual examination confirmed that the instrument tip has been broken off and not returned for analysis. Optical inspection of the fracture surface revealed a fairly flat ductile fracture with circular material flow. This type of damage is consistent with torsional overload. H6: updated eval. Code method and eval. Code result post analysis updated annex g code post analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.